Event description:
Pt involved in motorcycle accident in 2002. Treated at outside hospital with external fixator and several I&d's because of open fractures and history of mrsa. Free flap 6 months later at outside facility. Transfered care to dr 3 months later. Presented with exposed bone and nonunion. Underwent I&d four times with advancement of flap to cover wound. Then 3 months later in 2003 had their nonunion repaired with op1. Wound drainage began 2 weeks later. Initially 14cm defect. Distal nonunion went on to heal. Proximal fracture site was bone grafted again 5 months later. Then 2 months later pt wound dehissed. Draining wound persisted despite 2 more surgeries. Pt is on antibiotic suppression until fracture is completely healed.